Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. On an unreported date, the patient was hospitalized for an unknown indication. During hospitalization the patient experienced peritonitis. The cause of the peritonitis was reported as a nosocomial infection; however, this could not be medically clarified, therefore, the event was assessed as unknown. Treatment for the event was unknown. Dianeal therapy remained ongoing. At the time of this report, the patient remains hospitalized and the patient's recovery status was unknown. No additional information is available.